Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples for investigation. The samples were evaluated and the customer's indicated failure mode for stopper creep out with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified¿.

Event description:
It was reported that bd vacutainer edta 2k had loose caps.

Manufacturer narrative:
Updated device lot #: 6253692. Date received by manufacturer updated to 05/25/2017.

Manufacturer narrative:
Medical device type updated to jka. 510(k) updated to k981013.